Manufacturer narrative:
The astral device was returned to an authorized resmed third party service center for an evaluation and service. Performance testing and review of the device data logs could not reproduce or confirm the reported display failure. However, review of the device data logs did reveal a battery issue. The battery was replaced to address the reported problem. The replaced battery was returned for an engineering investigation in which is was determined that the root cause was an isolated component failure within the device battery assembly. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device displayed a red screen with an error message "vent failure." There was no patient injury reported as a result of this incident.

Manufacturer narrative:
The customer, a resmed authorized service center, contacted resmed technical support to request assistance regarding an astral device displaying a red screen with an error message. The customer reported that no failure events were logged in the device logs and testing was not able to reproduce the issue. A resmed technical support representative went through the troubleshooting steps with the customer and the service software indicated that the battery was degraded and the device needed to be serviced. The customer informed resmed that he will service the device and complete the 2 year preventive maintenance evaluation which includes replacing the battery. No device was returned to resmed for investigation. (B)(4).

Event description:
It was reported to resmed that an astral device displayed a red screen with an error message "vent failure." There was no patient injury reported as a result of this incident.